Event description:
It was reported that the patient received inappropriate shocks due to atrial fibrillation. The device is suspected of a malfunction. The device was turned off several years ago, and the patient requested to have it extracted. The device was removed, the lead was capped, and the system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.